Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
On 07/dec/2022 a peritoneal dialysis registered nurse (pdrn) contacted fresenius technical support to discuss the patient¿s draining slowly messages. The patient had reported the issue to technical support. The patient was seen in the clinic on (B)(6) 2022 for the draining slowly issue and was found to have cloudy effluent. The patient was prescribed antibiotics. The patient has the pd catheter checked twice a month. The patient had not completed a full treatment in a week. Additional information was obtained through follow-up with the pdrn by technical support on 09/dec/2022. The pdrn stated that the draining slowly might not be a device issue. The pdrn confirmed the patient was being treated for peritonitis. The pdrn stated this could be the reason for the patient¿s drain issues.

Manufacturer narrative:
Correction provided in h10. The sample was not returned and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the 3 month time frame which immediately preceded the event occurrence date. The entire set of lots have been sold and distributed. There were no nonconformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history record was conducted and confirmed that the results of the in progress and final quality control testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a cause for the complaint. A conclusion regarding the reported incident could not be reached and a cause could not be confirmed. There is a temporal relationship between peritoneal dialysis therapy utilizing the liberty select cycler with liberty cycler set and peritonitis. There is no documentation in the complaint file to show a causal relationship between the adverse event and use of the liberty select cycler or cycler set. There is no allegation of a device malfunction or deficiency or cycler set defect reported for the event. The initial draining slowly messages the patient received could be the result of peritonitis and not a cycler issue per pdrn. No information was provided related to culture results or the determined cause of the peritonitis, all pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Most cases of peritonitis are caused by touch contamination by the patient with the pd catheter being a source of entry for organisms into the peritoneum. Based on the limited information and no allegation of a malfunction, deficiency, or defect the liberty select cycler and cycler set can be excluded as the cause of the patient¿s reported peritonitis event.

Event description:
On (B)(6) 2022 a peritoneal dialysis registered nurse (pdrn) contacted fresenius technical support to discuss the patient¿s draining slowly messages. The patient had reported the issue to technical support. The patient was seen in the clinic on 05/dec/2022 for the draining slowly issue and was found to have cloudy effluent. The patient was prescribed antibiotics. The patient has the pd catheter checked twice a month. The patient had not completed a full treatment in a week. Additional information was obtained through follow-up with the pdrn by technical support on 09/dec/2022. The pdrn stated that the draining slowly might not be a device issue. The pdrn confirmed the patient was being treated for peritonitis. The pdrn stated this could be the reason for the patient¿s drain issues.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
On 07/dec/2022 a peritoneal dialysis registered nurse (pdrn) contacted fresenius technical support to discuss the patient¿s draining slowly messages. The patient had reported the issue to technical support. The patient was seen in the clinic on (B)(6) 2022 for the draining slowly issue and was found to have cloudy effluent. The patient was prescribed antibiotics. The patient has the pd catheter checked twice a month. The patient had not completed a full treatment in a week. Additional information was obtained through follow-up with the pdrn by technical support on 09/dec/2022. The pdrn stated that the draining slowly might not be a device issue. The pdrn confirmed the patient was being treated for peritonitis. The pdrn stated this could be the reason for the patient¿s drain issues.